Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your reported issue of issues with blood back flow could not be confirmed because no devices from lot numbers 5057908 and 5045783 were returned for investigation. The unit labels were the only items provided from these lots. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Issues with blood back flow on our instye autoguard bc catheters. Occurred the week of (B)(6) 2025. No patient harm, caused blood exposure to the nurses.